Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right atrial (ra) lead. Low pacing impedance was also noted. The physician reprogrammed the device to resolve the issue. The patient was in stable condition.

Event description:
Additional information received indicated an increase in capture threshold on the right atrial lead. The physician elected to take no further action.